Event description:
A surgeon reported that a female patient who received op-1 implant and calstrux or allograft as part of a tibia and fibula limb lengthening for a delayed union developed pain, redness, and swelling with tissue hardening. There were no signs of infection, the patient remained afebrile and cultures were negative. No treatment was provided. The outcomes of the events were unk. Causality was not provided. The events were deemed nonserious.